Event description:
A medtronic representative reported that, while in a pediatric cranial procedure, the surgeon alleged a 3cm inaccuracy with all instrumentation. The surgeon deemed being accurate after registration then requested they confirm if adhesive patient tracker moved. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
The field rep confirmed that the patient tracker did not move and there was no brain shift detected. After going sterile, the site moved the emitter out of the way for neuromonitoring. Leads were placed on the head and tests were run. After the tests, the leads were removed and emitter was placed back in the field. It was at this point navigation became inaccurate. The leads were located to the side of the patient and believed to be turned off at this time. The neuro-monitoring system was located about 12 inches below the emitter. It is suspected that the neuromonitoring equipment near the emitter may have caused interference and possible inaccuracy. However, this cannot be confirmed as the system tested fully functional afterwards. The rep has trained the site on proper registration technique.

Manufacturer narrative:
A medtronic representative, following-up at the site, reported the original registration was accurate before and after draping the patient. The surgeon made the incision/bone flap and still thought the depth was accurate when touching bone/dura. Emitter was pulled away while depth electrodes were placed, and readings taken. Electrodes were removed and the emitter was brought back in; it was at this time the surgeon deemed being approximately 1 to 3cm inaccurate in depth, when touching bone/dura. Tracer registration was used. Medtronic representative checked tracer and pointmerge registrations on a resin head, pointmerge was accurate. Software investigation has not been completed. (B)(4) 2014 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended.

Manufacturer narrative:
This follow-up 2 MDR summarizes the following response letter 1723170-2014-00575 findings that were submitted on (B)(6) 2015: the hardware, software, and instruments passed the system checkout during on-site testing. The system was found to be fully functional. The software investigation found that a root cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided. Upon completion of the software investigation, no software faults or anomalies were found to be the cause of the alleged inaccuracy. A review of the device manufacturing records showed no anomalies. Although unconfirmed, three possible causes were identified (with discussion) as follows: metal and/or electromagnetic interference from the neuro-monitoring equipment used during the procedure. This cause was further evaluated by senior product engineers who concluded that this is unlikely to be the root cause as there were no reported tracking issues, such as flickering red/green status which would be indicative of interference to the electromagnetic tracking field. In addition, the alleged inaccuracy was up to 3 cm which is much greater than typically observed (millimetric) when electromagnetic interference is present. This suggests that the inaccuracy reported was not related to magnetic interference. The IFU that accompanied the device contained warnings regarding different types of interference: (B)(4), rev. 10, stealthstation® s7® treatment guidance system manual (page 1-7). Patient reference tracker movement in relation to patient anatomy, or brain shift, during the procedure. This cause is theoretically possible. Although it was reported that there was no brain shift or patient tracker movement, it is possible that the adhesive tracker placed on the soft cranium of a pediatric patient could have rotated during the procedure causing a change in the spatial relationship between the tracker and the patient anatomy, thereby rendering the registration invalid. The alleged inaccuracy was also reported after neuro-monitoring equipment was used on the patient. Therefore, it is possible that when the surgical equipment was moved during the procedure, the patient tracker may have also been moved inadvertently. The IFU that accompanied the device contained warnings regarding inadvertent patient reference movement: (B)(4), rev. 10, stealthstation® s7® treatment guidance system manual (page 2-5). Tracer registration technique in combination with a poor patient scan. This cause is also possible. A review of the tracer pattern used to register the patient anatomy to the scan showed that the patient anatomy was not traced beneath the nose or on one side of the head as instructed by the IFU. -(B)(4), rev. 7, synergy® cranial axiem[tm] pocket guide (page 43). -(B)(4), rev. 7, synergy® cranial axiem[tm] pocket guide (page 44). In addition, the patient scan used for registration was not to the medtronic navigation imaging protocol as it did not include the ears of the patient or the apex of the head. Furthermore, there are tracer points which were collected on areas of the anatomy which were not included in the scan (top of the head). (B)(4), rev. 5, imaging protocols for the cranial, dbs, spine, and ent applications (page 1). The pre-navigation step of registration is important to maximize accuracy of navigation during surgery. Improper or inadequate registration can contribute to inaccuracy issues as experienced by this user. Therefore the most likely cause was above, related to user technique and not a malfunction of the device. A year review of the complaint history for this device found previous occurrences (in all previous cases the system was found to be fully functional and the reported issue could not be replicated), and there have been no further reports since this incident. This suggests that training of site staff on tracer registration technique may have resolved this issue.